Manufacturer narrative:
Follow-up received on 06-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil starting at the uterine cornua buried and embedded within the midlne fundus of uterus protruding within the midline fundus barely covered with uterine serosa') and device dislocation ('migration/malposition essure coil on right') in an adult female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for local anesthesia: 1 % lidocaine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rashes"), hypersensitivity ("allergic reactions"), headache ("headaches") and complication associated with device ("device complication"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, rash, hypersensitivity, headache and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, embedded device, headache, hypersensitivity and rash to be related to essure. The reporter commented: the essure device was inserted on the right and was able to he placed with moderate difficulty several attempts to pass the essure device were required before it was able to he passed through the tube ultimately were deployed according manufacturer¿s instructions with 1 coil visible after placement. Attention was then turned to the left, which again, the device was able to be placed according to manufacturer's instructions, again with moderate difficulty. Two devices were bent in the attempt to place it; however, the 3rd device went in with ease and was able to be placed, again, according manufacturer's instructions with clear visualization of 3 of the coils on the left the hysteroscope was then removed. Had to go in for hysterectomy because the coil was lost in my uterus, when they removed my uterus the coil was almost puncturing my bladder. Date(s) of removal: (B)(6) 2016 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: normal uterine cavity and normal tubal ostia bilaterally. Investigation - on an unknown date: mid-position uterus without adnexal masses or fullness. Ultrasound scan - on an unknown date: 3 months after essure insertion: one of the coils did not place in the tube but was lost in uterus. Batch no c51058 production date 2014-04-11 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil starting at the uterine cornua buried and embedded within the midlne fundus of uterus protruding within the midline fundus barely covered with uterine serosa') and device dislocation ('migration/malposition essure coil on right') in an adult female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for local anesthesia: 1 % lidocaine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rashes"), hypersensitivity ("allergic reactions"), headache ("headaches") and complication associated with device ("device complication"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, rash, hypersensitivity, headache and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, embedded device, headache, hypersensitivity and rash to be related to essure. The reporter commented: the essure device was inserted on the right and was able to he placed with moderate difficulty several attempts to pass the essure device were required before it was able to he passed through the tube ultimately were deployed according manufacturer¿s instructions with 1 coil visible after placement. Attention was then turned to the left, which again, the device was able to be placed according to manufacturer's instructions, again with moderate difficulty. Two devices were bent in the attempt to place it; however, the 3rd device went in with ease and was able to be placed, again, according manufacturer's instructions with clear visualization of 3 of the coils on the left the hysteroscope was then removed. Had to go in for hysterectomy because the coil was lost in my uterus, when they removed my uterus the coil was almost puncturing my bladder. Date(s) of removal: 30aug2016 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy on an unknown date: normal uterine cavity and normal tubal ostia bilaterally. Investigation on an unknown date: mid-position uterus without adnexal masses or fullness. Ultrasound scan on an unknown date: 3 months after essure insertion: one of the coils did not place in the tube but was lost in uterus. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical records received. New reporter information was added. New event added embedded device was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: 1 % lidocaine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the essure device was inserted on the right and was able to he placed with moderate difficulty several attempts to pass the essure device were required before it was able to he passed through the tube ultimately were deployed according manufacturer's instructions with 1 coil visible after placement. Attention was then turned to the left, which again, the device was able to be placed according to manufacturer's instructions, again with moderate difficulty. Two devices were bent in the attempt to place it; however, the 3rd device went in with ease and was able to be placed, again, according manufacturer's instructions with clear visualization of 3 of the coils on the left the hysteroscope was then removed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: information about insertion procedure and (lot number c51058) added from medical records. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: 1 % lidocaine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rashes"), headache ("headaches"), hypersensitivity ("allergic reactions") and complication associated with device ("device complication"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, rash, headache, hypersensitivity and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, headache, hypersensitivity and rash to be related to essure. The reporter commented: the essure device was inserted on the right and was able to he placed with moderate difficulty several attempts to pass the essure device were required before it was able to he passed through the tube ultimately were deployed according manufacturer¿s instructions with 1 coil visible after placement. Attention was then turned to the left, which again, the device was able to be placed according to manufacturer's instructions, again with moderate difficulty. Two devices were bent in the attempt to place it; however, the 3rd device went in with ease and was able to be placed, again, according manufacturer's instructions with clear visualization of 3 of the coils on the left the hysteroscope was then removed. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and event migration, skin rashes, headaches, allergic reactions, pain added with essure removal date incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 06-may-2016:quality-safety evaluation:this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: 1 % lidocaine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the essure device was inserted on the right and was able to he placed with moderate difficulty several attempts to pass the essure device were required before it was able to he passed through the tube ultimately were deployed according manufacturer's instructions with 1 coil visible after placement. Attention was then turned to the left, which again, the device was able to be placed according to manufacturer's instructions, again with moderate difficulty. Two devices were bent in the attempt to place it; however, the 3rd device went in with ease and was able to be placed, again, according manufacturer's instructions with clear visualization of 3 of the coils on the left the hysteroscope was then removed. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of product technical complaint. Company causality comment. This case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.